Event description:
It was reported that while using bd preset¿ eclipse¿, there were air bubbles and leakage of one syringe. No patient impact reported. The following information was provided by the initial reporter: "the syringe has filled with air and the green rubber is not sealed - the blood has come back up during purging after sampling".

Manufacturer narrative:
H.6. Investigation summary: material #: 364391, lot/batch #: 3044215. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issues of leakage and air bubbles were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.